Manufacturer narrative:
(B)(4). Device was received with blank display due to battery tube was pushed down and disconnected with the battery cap. Unable to verify battery power loss alarm due to blank display. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, broken case at end cap area and cracked select button keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump did not received low battery alert prior to replace battery now alarm. The customer¿s blood glucose was 120 mg/dl. This was the second occurrence of replace battery now alarm without low battery warning. Troubleshooting was performed for replace battery now alarm. The insulin pump will be returned for analysis.